Event description:
Customer reported via phone, she needed assistance with programing the insulin pump as she believes it's not delivering insulin. Her blood glucose was high she treated with the device but still feels sick she was regurgitating. Customer then ate since she was hungry. Current blood glucose was 511 mg/dl, treated with manual injections. Customer was transferred for further assistance. Customer reported her current blood glucose was 464 mg/dl. Customer then stated she didn't have a backup and treated high blood glucose with the device. Customer contacted her doctor in regards to high blood glucose events. Customer stated she didn't have time to troubleshoot. Customer was advised to do a complete set change and call back if issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.